Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported that the ins pocket was sore, ins moved in the pocket and the location of ins sat where pants rubbed on patient's waist. Patient indicated she had a surgery to move the ins to a different location because it was being bothered by her clothes. It was originally on her right hip and they moved it up and away from the belt line. Patient also reported a "buzzing sensation" all the time which possibly was their stimulation. Patient confirmed that this sensation was not painful or hurting her. No further patient complications have been reported as a result of this event.